Manufacturer narrative:
Lab reports and information about cleaning and disinfection practice applied at hospital's facility were provided during follow-up. Based on collected data, it appears that customer follows the cleaning protocol in accordance with the IFU's. No info about the frequency of h2o2 check and no confirmation about storage conditions of the heater coolers was given (drained or full of water). A blue tubing is being used (unsure if replaced yearly), a filter pall-aquasafe is at the very end of the water line and is being changed every 2 weeks, aerosol canister is being changed in accordance with the IFU and remains dry. Prior to initial operation and prior to storing the heater cooler, surfaces and water circuits are disinfected. Account plans to use the clean unit until their existing units can test negative or new units arrive according to further discussion, it emerged that h202 is daily tested by customer this requiring increased quantity of h202. The tubing, despite braided, is not renewed but is being detached and cleaned sporadically. No test on the water source was conducted so far. Involved devices have been removed from the service taking into account the above facts, it cannot be excluded that source of contamination is related to location where device is used and remains unknown. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report

Event description:
Livanova deutschland received a report that a heater-coolersystem 3t was contaminated before and after cleaning by mycobacterium chimaera/intracellulare (144 cfu/ml and 74 cfu/ml respectively. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in USA. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.